Manufacturer narrative:
Device passed the displacement test. Motor error alarm during the basic occlusion test and unable to prime during the prime test due to faulty force sensor resistance (gold). Unable to perform occlusion test or excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed. No compromised force sensor system alarm noted during the testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that the insulin pump had compromised force sensor system alarm. The customer¿s blood glucose level was 117 mg/dl. The drive support cap was normal. The customer stated that the insulin pump had motor error alarm. The customer stated that the troubleshooting was performed for the motor error alarm and they were able to clear the alarm. The device will be returned for the analysis.